Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. There has been no report of pt impact/injury associated with this event.